Event description:
Customer reportedly obtained results of 344mg/dl and 137mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.